Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was found to have perforated the patient's heart and was capped on (B)(6) 2015 and then later explanted when the patient had open heart surgery. The patient's heart wall is so thin the physician was concerned about another perforation. An epicardial lead was implanted instead. The lead will not be returned because the hospital threw it away.